Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) is: confirmed, root cause was identified as a probe failure. (Reference: MDR number 3006260740-2020-00630).

Event description:
Gt probe has raining on the screen. They have adjusted the settings to try and minimize it but that hasn't helped.

Event description:
Gt probe has raining on the screen. They have adjusted the settings to try and minimize it but that hasn't helped.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed. The probe is giving a rainy image. There is no external damage on the probe. The root cause of the failure was identified as an internal failure of the probe. H3 other text : evaluation findings are in section h.11.